Event description:
It was reported to philips that the allura system had a boot up issue. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that system unable to perform angio. Upon functional testing fse found defective power supply as f11 fuse had fallen. The fse replaced powertray fru. After this, the system was returned to use in good working order.